Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event estimated. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report increased mitral regurgitation and tissue damage. It was reported that the initial mitraclip procedure was performed on (B)(6) 2018, to treat functional mitral regurgitation (mr) with a grade of 4. Two clips (80830u116, 80830u118) were implanted, reducing mr to 1. On an unknown date, the patient presented with increased mr of 3-4. One week later, on (B)(6) 2019, a second procedure was performed. Transesophageal echocardiography (tee) revealed a small tear on the anterior leaflet next to the lateral side of one of the previously implanted clips. An additional clip was used to treat the tissue damage, reducing mr from 3-4 to 3. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Lot # changed from unk to 80830u116. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, the recurrent mitral regurgitation (mr) as the result of tissue damage was likely due to patient morphology/pathology and/or user technique/procedural conditions. The reported patient effects of worsening mitral regurgitation and mitral valve tissue damage are listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.